Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on (B)(6) 2017. Complaint for a pairing issue was confirmed due to a permanent loss of connection that was found and confirmed. The root cause could not be determined post investigation. Based on the findings of a permanent loss of connection this is now being reported. No product was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. Voltage testing was performed and the transmitter had voltage. A review of the downloaded data log confirmed the reported event of la pairing failure. The root cause was determined to be a defective transmitter.